Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this patient had a recent fall and was seen at the hospital. It was also noted that this patient has dementia. The right ventricular (rv) lead impedance was at 1700 ohms and there was an increase in the rv threshold. The rv threshold was at 4.5v at 0.4ms and 3.4v at 0.8ms. X ray imaging was performed and confirmed the lead fracture. Additionally, this patient only paces one percent in the rv. The right atrial (ra) lead was not affected, however the imaging provided did show lead fracture. The device was reprogrammed. Subsequently, this patient underwent a revision procedure and the ra and rv leads were both capped. Due to the patient having dementia, the physician decided to replace the whole system to a different one to better accommodate the patient needs. The procedure was completed successfully. No additional adverse patient effects were reported.